Event description:
It was reported to philips that the collimators failed during clinical use, and the error persisted after restart on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised users to monitor the system, but no permanent fix was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).